Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in a procedure performed on (B)(6) 2023. During the sphincterotomy procedure, the sphincterotome broke. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.